Event description:
It was reported that: "dr. (B)(6) was treating a bleed at the gda origin. After advancing 4 prestige plus coils successful she went to advance a pres0520hpkpl coil but it wasn't forming the way she wanted. She then thought she resheathed the coil and did a contrast run. Once she did the run she noticed the coil fly out of the microcatheter and go in the hepatic artery, thus the prestige plus 5x20cm was prematurely detached. They successfully recaptured the coil with a snare and completed the case."

Manufacturer narrative:
(B)(4). An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. DHR cannot be reviewed as the lot number of the reported unit was not reported.